Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had hematoma evacuation. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received or utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable. The infection or infection related allegation could not be confirmed by lab analysis but was assigned the following coding based on the field report. The known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had hematoma evacuation. Subsequently, this device was explanted. No additional adverse patient effects were reported. Additional information was received indicated that the patient also had an infection. The device was returned, and device analysis was completed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Additional information was provided to update b5 describe event or problem and h6 patient codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had hematoma evacuation. Subsequently, this device was explanted. No additional adverse patient effects were reported. Additional information was received indicated that the patient also had an infection.